Event description:
One sample gave initial albumin result of 7.5 mg/dl. Upon repeat of same sample, result was 4.6 mg/dl. Initial result was reported. Corrected result was called prior to any pt treatment. A different sample recovered 0.6 mg/dl for creatinine. Same sample repeated gave result of 6.6 mg/dl. The same sample was run a third time, this time recovered 0.5 mg/dl. The erroneous result was not reported. The field service representative there was a problem with the rinse mechanism. The instrument was repaired. The user reports no further occurences.